Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and he patient was stable.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed multiple buckling to the guidewire lumen and the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 2mm x 40mm x 144cm coyote es and a 2.0mm x 220mm x 150cm coyote balloon catheter were selected to treat the lesion. However, during inflation, both balloons ruptured. The devices were removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.